Event description:
The risk manager alleged that the pt was on fall alert and was found on the floor. The staff stated that the bed was set but did not alarm. The account tested the bed and room and both tested fine. The account was unable to determine what was at fault since the clinical staff did not notify biomed at the time of the incident. Bed returned to service.

Manufacturer narrative:
The technician investigated but was not given access to the bed due to the account not being able to locate the suspect bed. The risk mgr stated that the bed was placed back into service after the bed exit system and communication cable was verified by their biomed as functioning correctly. The risk mgr stated that the hospital was using the bed's exiting alarm. Pt is listed as (B) (6) female with "altered mental status-confused".